Event description:
It was reported that this right ventricular (rv) lead was suspected to have lack of slack, which was confirmed through x-rays, suggesting that the lead had pulled back. Later on, interrogation of the device was performed, and it was confirmed that the lead presented sensing amplitude issues and impedance out of range; however, the threshold remained stable. After that, a lead repositioned as being performed when the helix stopped retracting and extending correctly. Therefore, a now lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have lack of slack, which was confirmed through x-rays, suggesting that the lead had pulled back. Later on, interrogation of the device was performed, and it was confirmed that the lead presented sensing amplitude issues and impedance out of range; however, the threshold remained stable. After that, a lead repositioned as being performed when the helix stopped retracting and extending correctly. Therefore, a new lead was implanted. No additional adverse patient effects were reported.